Event description:
It was reported that during patients ipg upgrade, it was found out that the ipg had one green checkmark in port a electrode 8 which did not have a lead plugged into it. The patient had no issue with the ipg. The explanted ipg will be returned for interrogation.

Manufacturer narrative:
Sc-1160 (sn:(B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during patients ipg upgrade, it was found out that the ipg had one green checkmark in port a electrode 8 which did not have a lead plugged into it. The patient had no issue with the ipg. The patient was doing well postoperatively. The explanted ipg will be returned for interrogation.